Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device slowly started to feed a clip then the clip popped out. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.